Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented with symptoms of dyspnea, asthenia, and atrial fibrillation (af) which led to the discovery of the pericardial effusion. It was also noted that asystole occurred during the pericardial drainage procedure. After about a minute of cardiac massage and administration of one milligram of adrenaline, the patient's pulse recovered. The pericardial effusion had increased due to the failed attempt to drain it. As a result , the sternotomy procedure with clot removal ensued. The patient is a participant in the (B)(6) clinical study.

Event description:
It was reported that within a month of implant, the patient experienced cardiac decompensation and a pericardial effusion, determined to be due to a tamponade. A sternotomy and drainage was performed. The products remain in use. No further patient complications have been reported as a result of this event.